Event description:
It was reported in a service report there were bad hydraulics and a broken IV pole. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: IV pole.